Event description:
It was reported that during the one month post implant check, it was found the device implant detection had not been completed so no diagnostic data was saved. Also the device had an abnormal low atrial lead impedance value and the device seem to be unable to detect that the atrial lead was connected to the atrial channel. It was noted that an x-ray was done which showed no visible problems with the connection or lead integrity. The device remained in use but was scheduled to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Device parameters show implant detect status of on. No diagnostic data was available from the performance data collected 2013-(B)(6).